Event description:
The users hearing performance with the device is affected. The user did not have any hearing sensation with the device for about one month. There was no trauma or accident. There was also no redness or swelling when the user was seen. The change in hearing was a sudden loss and the user had good benefit with the device before. The user has been re-implanted on (B)(6) 2021.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. An accident or impact might have weakened the fixation of the implant, consequently leading to electrode mobility. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The users hearing performance with the device is affected.

Event description:
The users hearing performance with the device is affected. The user is scheduled to be re-implanted on (B)(6) 2021.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. However to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation is planned in (B)(6) 2021.